Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the battery was removed due to infection and the wires were still in and not connected to the battery. No further complications were reported as a result of this event.

Manufacturer narrative:
Estimated event date. Year is valid, but exact day and month are not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician felt the infection had cleared and a new ins would be implanted, which was why the leads were left implanted.